Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Medical device problem code: (B)(4): off-label use (under 21yrs of age at date of implant). Claim#: (B)(4).

Event description:
The reported indicated that the surgeon implanted a 12.6mm vicmo12.6; -8.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. Intraoperatively the lens was removed and replaced with a longer length lens due to low vaulting. This resolved the problem. The cause of the event was reported as unknown.